Manufacturer narrative:
The patient's age, gender and weight were not available. The lot number provided by the reporter is invalid; therefore, no manufacturing or expiration date can be provided.

Event description:
It was reported the physician was completing an arthroscopic tissue repair, using a smartstitch perfectpasser magnumwire suture cartridges. Upon deployment of the sutures, the cartridge snapped at the tip of the cartridge. The manufacturer was unable to determine whether or not the suture cartridge fell into the surgical site. The repair was completed using a new suture cartridge. No patient complications were reported as a result of this event.